Event description:
Rep verbally clarified that the event occurred during a primary gamma surgery. The actual implant was fine. The targeter did not line up with the short gamma nail distally. When the surgeon drilled a pilot hole for the distal locking screw it missed the nail and went posterior in the femur. There was a significant surgical delay. The surgeon had to free hand a distal locking screw. Procedure took an additional 1.5 hours to complete.

Manufacturer narrative:
Evaluation revealed that the item did not contribute to the complained event, therefore it was classified as concomitent item.

Event description:
Rep verbally clarified that the event occurred during a primary gamma surgery. The actual implant was fine. The targeter did not line up with the short gamma nail distally. When the surgeon drilled a pilot hole for the distal locking screw it missed the nail and went posterior in the femur. There was a significant surgical delay. The surgeon had to free hand a distal locking screw. Procedure took an additional 1.5 hours to complete.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.